Event description:
Fibers in two reprocessed hemaflow f8 dialyzers broke causing blood leakage and potential for patient harm. Caused minimal blood loss from the patient and potential for acid bicarbinate to be sent directly to the patient's system causing harm.